Event description:
The dental implant was removed on (B)(6) 2017 due to failure to osseointegrate 3 months after implantation. The doctor indicated that bone resorption caused the implant removal. The patient has no significant medical history and will require addition surgical intervention.